Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for an unrelated procedure. During the post-operative check, the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient's condition post procedure was stable.